Event description:
A caller reported a malfunction on a pump, identified as malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. The technical support team provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappeared.